Event description:
A report was received regarding an orif surgery, left ankle, tibia fusion. The surgeon was using the ria system (reamer, irrigator, aspirator) and once the hole was opened in the distal end of the tibia, upon getting 4 inches in, the head of the reamer sheared off (13mm reamer head). Using x-ray, the surgeon was able to visualize the 4 prongs that were broken off in the tibia canal. He removed the ria and attempted to put on a smaller ria head (12mm) and noticed that the ria shaft was missing and appeared to be sheared off (this was not noticed when the original ria head was placed). It was not able to be determined as to whether the shaft was sheared off intraoperatively or if it was missing prior to the surgery as the piece could not be visualized or located in the tibia shaft. It was reported that all pieces were retrieved via irrigation of the tibia canal, with the exception of the ria shaft, which was not located. The surgeon used an allograft instead of an autograft and proceeded with the surgery. The surgery was prolonged approximately 20 minutes. No other issues were reported. This is report number 5 of 5 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured the drive shaft, minimum 520mm length, for use with ria part 314.743, lot 6718729. The lot originally conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the tip of the drive shaft, component part 314.741.1.2, is broken and the missing. The balance of the part is in good condition. The material was measured with a niton gun and passed specifications. The tip was damaged and could not be measured, however, the shaft diameter near the tip was measured and passed specifications.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A device history record review was conducted. There were no mrr, ncrs, or complaint-related issues with this lot.